Manufacturer narrative:
Additional information: section d10: device available for evaluation: yes, returned to manufacturer on 03/05/2021. Section h3: device returned to manufacturer: yes. Device evaluation: the pcb00 product was returned in its original package. Visual inspection using magnification was performed to the returned sample: the plunger and pushrod was observed in advanced position residues of lubricating material were observed on cartridge. No damaged was observed to the cartridge and to the device. The lens returned outside the device. No damaged was observed to the lens. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepared for a surgical process. The complaint issue reported could not be verified. Based on the analyzed of the returned, there is no indication of product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the device was not returned at the manufacturing site. Therefore, product testing could not be performed. And the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints revealed, 1 other complaint has been received for this production order number. And product deficiency was not identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surgeon was not able to verify if the trailing haptic was cut off so aborted injecting halfway in. Additional information states that removal/replacement was during the same procedure. There were no incision enlargement and vitrectomy. However, sutures were done. No patient injury was reported. Patient is doing well. The replacement lens is the same model and diopter and was successful. No further information provided.